Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: purple image; insertion section malfunction and universal cord malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the customer reported malfunctions were due to component failure of the insertion part. A root cause could not be identified. Based on the results of the investigation, it is likely the purple image was due to component failure of the universal cord sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an error e104 and color turns green. The issue occurred during preparation for use for a therapeutic endoscopic cholecystectomy that was completed using a similar device without delay. There were no reports of patient harm.